Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of only the catheter portion of the solent proxi thrombectomy system. The pump assembly was not returned for analysis. The catheter and manifold were microscopically and visually inspected. Inspection revealed that the customer cut ¿off the effluent tubing/supply line. Only 139.5cm of the supply line and effluent lines was returned with the catheter and manifold for analysis. There were numerous kinks in the shaft of the device. Functional testing was not able to be performed, as the device was cut apart and pump portion was not returned for analysis. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ proxi was selected for use in the lower extremity into the iliac and inferior vena cava (ivc) arteries. The device performed successfully in power pulse. Aspiration was activated and the device ran good sometimes; however sometimes the device kept sucking air back in the tubing. No air was introduced into the patient. There were no visible defects noted. The patient did fine during the procedure but had to be put on a thrombolytic drip over night.